Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of noise, oversensing, no capture, and no threshold were confirmed. Analysis of the lead found that the lead was bent, and the insulation was torn in between the ring electrode and the right ventricular shock coil. X-ray examination found six filars of the inner coil that appeared to be fractured in this region. Sem analysis shows all filars of the inner coil were fractured consistent with bending fatigue. The cause of the reported events was isolated to the fractured coils found in between the ring electrode and right ventricular shock coil. The helix extension length was measured to be within specification.

Event description:
During follow-up, noise, oversensing and loss of capture was noted on the right ventricular (rv) lead. The physician suspected a possible rv lead dislodgement. Diagnostic imaging was performed and lead dislodgement could not be confirmed. The rv lead was explanted and replaced. The patient was in stable condition.